Event description:
Customer claims unit "blew up" during use, causing damage to her countertop and backsplash. Customer stated she did not suffer any injury but "could have been seriously hurt." Customer is seeking restitution for damage.